Manufacturer narrative:
Contrary to the reported event, no actual flames were observed by user facility personnel. Following the reported event, the unit was removed from service. A steris technician arrived onsite to inspect the warming cabinet and found that the top compartment of the warming cabinet was damaged due to the reported event. The technician also observed that blankets had been overstuffed within the warming cabinet's lower compartment creating inadequate air circulation throughout the unit thus causing the reported event. Furthermore, the technician inspected the user facility's six additional 3rd generation warming cabinets and found that they were also overstuffed with blankets. The 3rd generation operator manual states, (pg.1-1) "leave clearance around the load for air circulation." The reported event can be attributed to user error as sheets and blankets were improperly loaded into the warming cabinet. The technician counseled user facility personnel on the proper use and operation of the warming cabinet. A steris account manager is working with the user facility to provide warming cabinet replacement options. No additional issues have been reported.

Event description:
The user facility reported that their 3rd generation warming cabinet caught on fire. The facility's sprinkler system was activated. No report of injury. No evacuations were reported and no extinguisher was utilized. The unit is approximately 40 years old and was placed in service at the customer's location in 1978.